Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed basic occlusion test and displacement test. There was no motor error alarms noted. The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor passed motor test. The pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.